Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer¿s blood glucose level was 50 mg/dl. The customer was treated with food. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer¿s report customer did allege insulin pump was under delivering. The customer reported that the auto mode was active during reported event. The device will be returned for analysis.